Event description:
The customer reported that the system was shutting down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer canceled the svc call.